Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Product event summary: an internal investigation evaluated disconnected connector wires on controller power port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the controller¿s power port 1 connector was found loose with the o ring gasket missing. An internal inspection did not reveal evidence of fluid ingress. Further analysis revealed a broken connector wire within power port 1 connector. During functional testing the controller was not able to recognize a power source connected to power port one leading to multiple loses of power. Additionally, analysis of the log files reveled 40 controller power ups and associated motor starts between (B)(6) 2019 and (B)(6) 2019. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the losses of power can be attributed, but not limited, to the disconnection of both power sources and/or an intermittent connection caused by the loose connector and broken wire. An internal investigation was initiated to capture events involving the controller losing power. Based on an investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the damaged connector wires can be attributed to the movement of the loose connectors which cause stress on the wires during normal usage that lead to severed wires. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed an increase in alarms. When the patient came to clinic, it was noted that power source one on the controller was loose and able to be pulled away from the controller housing. On log files, forty losses of power to the controller were seen. It is suspected that the loose power port was causing interruptions in communication, and when the patient removed power source two, the controller wasn¿t sensing a power source on power port one causing the controller to power down. The controller would then power back up when power was reapplied to power port two. The controller was exchanged. No patient complications have been reported as a result of this event.